Event description:
Customer reported her insulin pump has had some no delivery alarms. Customer declined troubleshooting. Her blood glucose was unknown. She called for more supplies and infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).